Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting dialysis treatment with a polyflux, the patient experienced abdominal pain and a blood pressure (bp) of 147/101mg. Prior to treatment the bp was 124/84mg with a heart rate 89/min. The blood flow was reduced from 240ml/min to 180ml/min, and an intravenous push of 5mg dexamethasone was given. Approximately 25 minutes later, the patient reported improvement. No additional information is available.